Event description:
On (B)(6) 2012 integra received medwatch report # (B)(4) from the user facility: "surgeon stated that the luxtec light cord used in conjunction with the rigid short storz scope, spm# (B)(4) melted the hub when used on the medtronic 13cm neuroendoscope (B)(4) and two of the medtronic 15.5cm neuropens 2120-025. This was done previous to this nurse arriving in the operating room. Surgeon stated the luxtec cord is what they usually use for these cases but that it was not compatible with the storz light source in the operating room. Surgeon stated there was no injury to the patient, but the case was prolonged by approximately 30-40 minutes." Additional information from reporter on (B)(6) 2012 noted "the lightsource malfunctioned, not the cable." Item description: light source fiberoptic; manufactured by storz; serial# (B)(4); model#: 201331201.

Manufacturer narrative:
The cable involved in the reported incident was evaluated and an investigation has been completed. An unknown, white, burnt substance was observed on the instrument end of the cable. The lightsource end of the cable was observed to be in good working condition, with no damage observed in the fibers. The fiber-bundle at the instrument end was found to be intact with no evidence of malfunction. Although the cable appeared to have performed as designed, the customer's complaint was confirmed in that something melted onto the instrument end of the cable possibly because the cable's bundle size far exceeded that of the instrument(s) used with it. This would cause a great deal of the light energy being transmitted though the cable to be absorbed by the attached instrument instead of going into the device. The extra light energy turned into heat and most likely caused the device to melt onto the fiber-optic cable. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.